Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, the device had not intervened in an episode of vt. The physician decided to reprogram the device sensitivity settings. The device remains implanted.